Event description:
It was reported that pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case and repeatedly attempted to turn on display as instructed, then connected pump to known working power source, but display remained off while red light blinked and pump vibrated periodically, so technical support arranged a loaner pump and planned pump replacement even though pump was out of warranty.